Event description:
It was reported that the balloon tip was stuck in the stent strut. The target lesion was located at the arteriovenous fistula (avf). A 6.0 x 80, 75cm mustang balloon catheter was advanced after superficial femoral artery (sfa) stenting. However, the balloon tip became stuck in the stent struts and the balloon catheter could not cross innova in-stent. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon tip was stuck in the stent strut. The target lesion was located at the arteriovenous fistula (avf). A 6.0 x 80, 75cm mustang balloon catheter was advanced after superficial femoral artery (sfa) stenting. However, the balloon tip became stuck in the stent struts and the balloon catheter could not cross innova in-stent. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 35mm distal from the proximal markerband. No other issues were identified during the product analysis. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and the tip. No other issues were identified with the device.